Event description:
Hcp reported the pump was explanted and replaced and returned to the manufacturer for analysis after an implant time of 36 months. A follow up report will be sent when additional information is received.